Event description:
The facility representative reported to baxter on (B)(6) 2010, a colleague infusion pump that the stop key was inoperative. The event was reported to have occurred during biomedical testing. According to the hospital representative, no patient injury, adverse event or medical intervention is associated with this report. The software version for this device is currently unknown.no additional information or contact was available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.